Event description:
Spacelabs rec'd a report from clark memorial hospital that a telemetry monitor failed to alarm on vtac.

Manufacturer narrative:
Testing conducted at spacelabs confirmed that the device performed to specification. A review of the device configuration documented that the customer had disabled those settings which would cause a run to alarm. The "abnormals in a row" alarm was set to off, and the "abnormals per min" alarm was set to off. The module alarm limits abnormals in row was also off. There was no effect on the pt. We have directed the customer to review the product operators manual relating to the product and identified training resources available to the customer. We have concluded that no further action is required and consider this issue closed.